Event description:
It was reported that the tube is dislodged/ broken at patient end, leaks gas and no pressure. This occurred in the middle of a procedure. Procedure was delayed 2 minutes, another tubing device was used and was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.